Event description:
This is filed to report clip jumping open while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 with a flail. It was noted that the there was a inferior transseptal puncture, which created a reverse aorta hugger. A mitraclip xtw was selected for treatment and placed medially. A good grasp was attained on the leaflets, and the device was ready to deploy. However, during the first establishing final arm angle (efaa) check, while turning from a neutral knob position, it failed. The clip jumped open to from 10 degrees to approximately 90 degrees. The clip was removed from the patient and exchanged. The procedure was completed with 2 clips implanted, reducing the mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. The reported difficult or delayed positioning during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open during efaa) and difficult to open or close (clip jumping) could not be determined as no issue was identified during returned device analysis. The reported difficult or delayed positioning associated with the maneuvers required to correct a reverse aorta hugger was related to procedural circumstances (i.e., suboptimal transseptal puncture site). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a